Event description:
It was observed that during the device evaluation, the single use aspiration needle exhibited a needle breakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: needle breakage. The event can be detected/prevented by following the instructions for use which state: yes. As a result of checking the instruction manual IFU, the following descriptions related to this event were found. Drawing number and revision number of IFU: rk0384 03 when straightening the insertion tube from a curled state, do so slowly with both hands. If you do it suddenly, its elasticity may cause the entire insertion tube to bounce, which may result in injury to the human body from the needle tip or stylet tip, or damage to the device or a decrease in its functionality. Do not roll the insertion tube into a diameter smaller than 20 cm. This may cause damage to the insertion tube. Do not bend, pull or compress the product excessively, as this may result in damage to the device or a decrease in its functionality. Do not use this product if the insertion part is broken, bent, cracked, or deformed. Using a product with a deformed insertion part may lead to unexpected perforation, heavy bleeding, or mucosal damage. If there is strong resistance making it difficult to insert the suction biopsy needle into the endoscope, do not force it in. Return the angle of the endoscope to the point where it can be inserted without difficulty. If there is strong resistance making insertion difficult even after returning the angle of the endoscope, discontinue use. Forcing the needle into the endoscope may result in perforation, heavy bleeding, mucosal damage, or damage to the endoscope or suction biopsy needle. If there is a strong resistance making insertion into the endoscope difficult, do not forcefully push the sheath adjuster in. Return the angle of the endoscope to the point where insertion is possible without forcing it in. If there is strong resistance making insertion difficult even after returning the angle of the endoscope, discontinue use. Forcing the sheath adjuster in may cause the tip of the sheath to suddenly protrude from the tip of the endoscope, which may result in perforation, heavy bleeding, mucosal damage, or damage to the endoscope or aspiration biopsy needle. When removing the product from the tray, do not remove it from the sheath. The sheath may bend at the tip of the handle, which may result in damage to the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.